Event description:
During a laparscopic appendectomy, after insertion, the trocar cannula broke at the top of the shaft during repositioning. The trocar was being used at the primary port at the umbilicus.